Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient is no longer receiving stimulation where she needs it. The patient reported no falls. Patient compliance was noted as a possible factor that may have led or contributed to the issue. The rep performed reprogramming and an impedance check. Impedances came back normal. The rep attempted reprogramming but could not get stim in the needed area of the patient¿s leg. The patient reported after implant she had perfect stimulation, but it has now shifted to another area of her leg. The patient was scheduled for an x-ray and another reprogramming attempts to follow. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep). Patient was seen today for follow up. X-rays were reviewed and leads migrated slightly. Rep was unable to get the paraesthesia based coverage the patient needs with the current lead placement. Hcp discussed lead revision option with the patient, but patient is unsure whether she wants to proceed at this point.